Manufacturer narrative:
This lead was explanted on (B)(6) 2019. The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approximately 34cm distal to the df4 connector pin. In this region the insulation and the coating of the conductor cables to the shock coil and the ring electrode were damaged. These findings can be considered as the root cause of the reported oversensing with shock delivery. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment as mentioned in the complaint description. Further analysis of the lead revealed a deformation of the lead body approximately 28.5cm distal to the df4 connector pin. This damage occurred most likely due to a tight suture. At this position cuts in the insulation were detected. In addition, deformations of the inner coil close to the df4 connector pin were found which most likely were caused by over rotation of the inner coil during the retraction of the fixation helix. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 46 months, oversensing on the right ventricle iegm channel was reported. No further adverse patient side effects have been reported. The physicians planned an in-office follow-up.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019.